Event description:
Revision surgery - the patient had an infection prior to the revision of a competitor's product; the patient had the infection up until ten days after surgery. The surgeon removed the insert, glenoid head, and the spacer and replaced them with new parts of the same size.